Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The voluntary user medwatch number is (B)(4).

Event description:
It was reported to boston scientific corporation that a capio device was used during a total vaginal hysterectomy with repair and bilateral sacropexy fixation of vaginal vault procedure on (B)(6) 2016. According to the complainant, during the procedure, the gor-e-tex needle detached and was not retrieved manually. An abdominal x-ray pa and lat was performed and the metallic objected was noted in the pelvis area. On (B)(6) 2016 the patient underwent surgery, a posterior approach with presacral exploration with removal of the foreign body. The procedure was completed with a different device. The patient required post operational care.